Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 exhibited pad adapter cable damage. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Subsequent information received indicated that there was no reported issue with the device, parts were replaced as part of field safety notice (fsn) implementation (ref. (B)(4)efficia pad adapter cable_hkg¿ and (B)(4) efficia external paddles). Therefore, this issue is non-reportable since there was no death or serious injury reported, and there was no device malfunction. Regulatory reporting is no longer applicable.